Event description:
Employee (cna) & resident's wife were raising bed. Foot lever was not working. Cna was holding bed up while resident's wife was putting rod in slot. Resident's wife told cna to lower spring. Cna lowered spring & in the interim, the resident's wife stuck her hand back under spring. The resident's wife sustained bruising & swelling to right hand. Diagnosed with fracture right small finger metacarpal.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, foot switch. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.